Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: the lens was returned in a micro-centrifuge vial. There was clear surgical residue and debris on the product and lens surface. There was thick residue on the lens. Visual inspection found no visible damage to the lens. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -7.5 diopter, into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was exchanged with a shorter lens due to excessive vault, glare/haloes, and significant reduction of irido-corneal angles (ica). The problem is resolved. The cause of the event is listed as a patient-related factor.